Manufacturer narrative:
Device was not returned.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The complaint describes an end-user who performed intermittent catheterization with three luja catheters and experienced bleeding. The end-user was admitted in emergency room for 4 days where the bleeding had stopped. The end-user did not experience any pain while catheterizing and did not see any noticeable product defects or sharp edges. The end-user also mentions his prostate is estimated to be six times the normal size and the end-user revealed he did force the catheter into the urethra and bladder and has not received training in self- catheterization. Furthermore, the end-user had a foley catheter inserted and antibiotics for urinary tract infection prevention.